Event description:
It was reported by a sales representative (sr) that when the programmer was powered on, the central processing unit (cpu) would run, but it would have to cycle power again for the model select screen to appear. Once the screen appeared, navigating the screen was not always possible. The programmer will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).